Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of a -10.0 diopter was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2023, asc lens opacity was observed and the lens was removed. The problem was resolved. The cause of the event is unknown.